Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 20.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient did not like the lens. There was no incision enlargement, no vitrectomy, and no sutures. The replacement lens was the same diopter, but different model zct150. Reportedly, the patient is doing fine. No additional information as provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/30/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. The product is inspected by a qualified inspector using a microscope wiyh a 12x magnification. It can be seen that the optic body is being cut in by a sharp tool, no other anomalies were found. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.